Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive, and the patient transitioned to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen with a stress-related problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.